Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as, "patient made mistake" and touch contamination. It was unknown if the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin and gentamicin (doses, routes, and frequencies not reported) for the event. The patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.